Event description:
Reportedly a patient sustained a burn during a turbinate treatment. The user facility did not file a complaint or injury at the time of the event, but did send the unit into the repair department for evaluation. At the time, when further information was requested from the intial reporter, the intial reporter stated there was no serious injury or malfunction. Therefore, it was determined on 12-1-05 that the information did not reasonable suggest that this was a reportable event.

Manufacturer narrative:
The unit has since been evaluated, and the evaluation found an internal component failure. The unit was fully repaired and serviced. Since the evaluation discovered a product malfunction in association with the initially reported injury, the decision is to file at this time.